Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the upper abdomen and right and left lower abdomen using the cooladvantage coolcore applicator and to the right and left medial flanks using the cooladvantage coolcurve+ applicator. They were treated on (B)(6) 2018 to the right and left lower abdomen using the cooladvantage coolcore applicator and to the right and left medical posterior flanks using the cooladvantage, coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the upper abdomen on (B)(6) 2018. The pah was described as firmer and feels more dense. There was visible enlargement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper abdomen and right and left lower abdomen using the cooladvantage coolcore applicator and to the right and left medial flanks using the cooladvantage coolcurve+ applicator. They were treated on (B)(6) 2018 to the right and left lower abdomen using the cooladvantage coolcore applicator and to the right and left medical posterior flanks using the cooladvantage, coolcurve+ applicator. The patient developed paradoxical hyperplasia (pah/ph) 4 months after treatment. The patient was diagnosed with pah in the upper abdomen on (B)(6) 2018. The pah was described as firmer and feels more dense. There was visible enlargement.

Manufacturer narrative:
Corrected data d1 - brand name.